Manufacturer narrative:
Block h6: medical device problem code a180104 captures the reportable event of foreign substance in the device. Block h10:investigation summary: the spaceoar device was returned with uncapped accelerator syringe, and an empty diluent syringe that was connected to a vented vial adaptor (vva) and powder vial. Visual inspection of the powder vial identified that it was full of solution, and there were a few small pieces of material that appeared to be solid in the solution. The solid pieces appeared to be gray in color. The vva was carefully disconnected from the vial, and the vial cap and stopper were carefully detached from the vial. The detached rubber vial stopper was analyzed, and it was observed that the top side of the stopper had spiraling marks around the puncture hole, and the under side of the stopper had a significant amount of peeling rubber material around the puncture hole. Microscope and ftir analysis verified that the solid pieces in the vial solution were the same material as the peeled rubber at the under side of the rubber stopper. Device history records review: a device history record (DHR) review confirms the device met all manufacturing specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: product analysis was performed the reported complaint was confirmed. Labeling review: a labeling review was performed, and based on the information provided there was no indication that the device was not used in accordance with the dfu. Investigation conclusion: review and analysis of all available information indicated that the cause code for this event is unintended use error caused or contributed to event, which indicates that the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported to boston scientific corporation that spaceoar was to be use for a spaceoar procedure on (B)(6) 2021. During preparation it was noted that there was some particulate found in the vial. Black specks were seen in the vial after the diluent syringe was injected into the vile. A second spaceoar device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was to be used for a spaceoar procedure on (B)(6) 2021. During preparation it was noted that there was some particulate found in the vial. Black specks were seen in the vial after the diluent syringe was injected into the vile. A second spaceoar device was used to complete the procedure. There were no patient complications reported as a result of this event.